Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction arose due to over 300 printers experiencing various errors within the printer management system. A technical support specialist recommended that the customer either remove the printers that were not in use or update them to rectify the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, there was an issue with medications not crossing over from rx connect to protouch. The customer confirmed that when nursing staff received authorization from a supervisor to override the system, the pyxis instructed the nurse to dispense 4 tablets instead of the intended 1. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.